Manufacturer narrative:
This serves as a correction report. (Meter brand name) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported receiving a reading from her adc blood glucose meter which was higher than a subsequent reading received on a healthcare provider¿s meter. Customer further reported that on (B)(6) 2017 she performed a test, received a reading of 254 mg/dl at 18:00 and then experienced a loss of consciousness. Customer¿s son found her unconscious and took her to the hospital. At the hospital, a reading of 32 mg/dl was received on a hospital meter at 18:30; customer was diagnosed with hypoglycemia and treated with 250 ml of 5% glucose via intravenous infusion. Customer was also treated with ondansetron 4 mg via intravenous saline infusion. A repeat blood glucose test was performed at 21:00 with a result of 122 mg/dl. No additional treatment was undertaken and customer left the hospital voluntarily. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading from her adc blood glucose meter which was higher than a subsequent reading received on a healthcare provider¿s meter. Customer further reported that on (B)(6) 2017 she performed a test, received a reading of 254 mg/dl at 18:00 and then experienced a loss of consciousness. Customer¿s son found her unconscious and took her to the hospital. At the hospital, a reading of 32 mg/dl was received on a hospital meter at 18:30; customer was diagnosed with hypoglycemia and treated with 250 ml of 5% glucose via intravenous infusion. Customer was also treated with ondansetron 4 mg via intravenous saline infusion. A repeat blood glucose test was performed at 21:00 with a result of 122 mg/dl. No additional treatment was undertaken and customer left the hospital voluntarily. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving a reading from her adc blood glucose meter which was higher than a subsequent reading received on a healthcare provider¿s meter. Customer further reported that on (B)(6) 2017 she performed a test, received a reading of 254 mg/dl at 18:00 and then experienced a loss of consciousness. Customer¿s son found her unconscious and took her to the hospital. At the hospital, a reading of 32 mg/dl was received on a hospital meter at 18:30; customer was diagnosed with hypoglycemia and treated with 250 ml of 5% glucose via intravenous infusion. Customer was also treated with ondansetron 4 mg via intravenous saline infusion. A repeat blood glucose test was performed at 21:00 with a result of 122 mg/dl. No additional treatment was undertaken and customer left the hospital voluntarily. There was no report of death or permanent injury associated with this event.